Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) cannot be reviewed per company standard operating procedure since the serial number for the unit was not provided. Further information has been requested. If any further details are provided, a supplemental report will be submitted.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a patient, it alarmed with a blood detected alarm. The customer restarted the iabp and continued therapy. There was no rupture of the intra-aortic balloon (iab) found, and the iab was removed from the patient at the end of therapy. No adverse event has been reported.

Manufacturer narrative:
A getinge representative reported that the customer is not alleging a malfunction of the iabp and no repair of the iabp is being made. The cs100 worked normally and continued to be used clinically. The serial# listed in field has been updated to (B)(4).

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a patient, it alarmed with a blood detected alarm. The customer restarted the iabp and continued therapy. There was no rupture of the intra-aortic balloon (iab) found, and the iab was removed from the patient at the end of therapy. No adverse event has been reported.